Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported (B)(6) the patient's ipg would no longer communicate with the patient controller. The patient last recharged the ipg approximately two weeks ago. Subsequently, surgical intervention was undertaken to explant and replace the ipg. Stimulation was restored following the procedure.